Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse examined the system and determined the failure occurred in geometry. Review of log files showed pc hardware error/application error. As a part of repair activity, the fse checked and reseated the cable connections, cleaned the memory module and other board, rebooted the system, and noticed that the issue had not resolved. The fse replaced the cmos battery and re-downloaded the geo ipc software. After replacement of cmos battery and software re-installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that there was no communication with geoipc caused no movement of the system. The system was in clinical use. The procedure was completed using another device. A philips engineer identified that the connection with geoipc was faulty. The cmos battery was replaced and geoipc software was re-installed. The system was returned to full functionality.